Event description:
Pt underwent a multi stage procedure: stage 1 ¿ c3-c4 corpectomy. Stage 2 ¿ occipital to c6 posterolateral fusion and decompression with iliac crest bone graft. Stage 3 ¿ c2-c5 reconstruction, plating and fusion. The surgeon was drilling in preparation to insert a synapse 3.5mm titanium cancellous polyaxial screw. When he removed drill bit he noticed that the tip of the drill bit had broken off in the pt. Due to the presence of the drill bit remaining in the pt he was unable to insert a screw at that level of the spine.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.